Manufacturer narrative:
Information references the main component of the system and other applicable components are: neu: unknown lead, lot # unknown.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the doctor wanted to replace the left side lead because of high impedances, >4000 ohms. It was unknown when this issue began. No patient symptoms were reported.